Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6)2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2009. Model number/catalog number: sc-8116-70, serial number: (B)(4), batch/lot number: 117299, model/catalog description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.